Manufacturer narrative:
Pump received with blank display due to cracked and bleeding lcd noted. Pump received with cracked case display window corner noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that cracked was found in display. Blood glucose was unknown. The insulin pump will be returned for analysis.